Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, thru regulatory agency, reported ruptured implant and silicone leaking, pain, soreness and pain in breast area, muscle weakness, flu symptoms. Headaches, nausea, sore throat, and breast implant illness, chronic fatigue, brain fog/cognitive memory issues, food intolerances and ibs, chronic bladder weakness, sensitivity to light and sound. This record represents the left side. The device remains implanted.